Manufacturer narrative:
Three samples received for quality evaluation under (B)(4). Visual examination indicates separation at lower pumping segment fitting to tubing. Further examination of the tubing under magnification does not indicate solvent residue on the bonding surfaces. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, it was determined that the root cause for the separation was an issue with the solvent dispenser and the incorrect use of the assembly fixtures by the assembler. Inspection of the solvent dispenser was conducted and retraining of the production staff was conducted in order to insure a correct assembly in future production. A device history record review for model 2420-0007 lot number 25055465 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the breaks occurred, and it poured out on the floor.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.